Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 6 occurred during the load process. The customer's blood glucose level was 417 mg/dl and it was addressed with a bolus. The customer successfully loaded a new cartridge.